Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following was published in the journal herzschrittmachertherapie + elektrophysiologie titled, "retrospective analysis of firm-guided ablation in patients with recurrent atrial fibrillation: a single-center study" by stefan georg spitzer, et al.: complications occurred in 6% of patients (6/100): two pericardial effusions during pvi requiring pericardiocentesis, two femoral pseudoaneurysms requiring surgical treatment, one pulmonary embolism, and one atrioventricular block. No complications occurred in relation to the basket catheter.